Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant. Device not returned.

Event description:
It was reported that the user experienced a blood glucose (bg) level between 400 mg/dl to 560 mg/dl. At the time of the reported the user's bg level was 397 mg/dl with trace ketones. The user's parents changed the supplies to address bg level. During troubleshooting with tandem's technical support, it was determined that the luer lock connection was loose. The user tightened the luer lock connection.